Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter . Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration and dose via an implantable pump for non-malignant pain and chronic low back pain. It was reported on (B)(6) 2017 that the patient¿s healthcare professional (hcp) took the dilaudid out and filled the pump with saline on (B)(6) 2016 because they couldn't adjust to a setting that worked for the patient. The patient was supposed to have the saline refilled on (B)(6) 2017 with an alarm that would go off. On tuesday (B)(6) 2017 the patient was trying to get into the hcp¿s office and they called her and wanted her to be at their office on friday (B)(6) 2017 at (B)(6) a.m. And left her a voicemail about being there at that time. It was noted that the patient had to be at a different hcp¿s office to get her stimulator checked on (B)(6) 2017. It was indicated that the patient prioritized that her stimulator device came first because that was what she was relying on for pain control versus a pump filled with saline and she was getting an elective replacement indicator (eri) message on her stimulator. The patient was redirected to the hcp to check the alarm date. Additional information was received from a consumer on (B)(6) 2017. It was reported that the patient¿s previous pain management doctor had the patients records that an alarm was set as on (B)(6) 2017 the same day it was due to be refilled but when the patient say a new pain management doctor and had reading done on the pump the reading said an alarm was set for (B)(6) 2023 for low reservoir not (B)(6) 2017. The doctor tried to withdraw fluid from the patient¿s catheter and found that it wasn't working either. The patient¿s catheter was going to be replaced on (B)(6) 2017 when the patient¿s stimulator battery would get replaced. It was indicated that the issue had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.